Event description:
On (B)(6) 2014, the patient was being treated with gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis. It was reported that on (B)(6) 2014, the patient presented with a wound infection at the cut down incision site from the aaa/ibe procedure. The infection was treated with simple drainage and antibiotics. The physician believes the infection is due to the patient¿s weight being 161 kg. The patient is recovering from the infection.

Manufacturer narrative:
Additional devices implanted and/or related to this event: dsl1828/12118342. The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited to: infection.